Event description:
Hospitalized due to high blood glucose. Customer stated that there is a leak on the set. Customer stated pump may not be working too well due to a car accident customer had 4 days earlier at 10:00 pm. Reviewed programming and it appeared to be correct.